Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device automatically self-selected the energy level from 100 joules to 10 joules. Complainant indicated that the clinician obtained another paddle set to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.